Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant products: biomet taperloc femoral stem: catalog#: 15-103203, lot#: 608120. Biomet m2a magnum taper adapter: catalog#: 139254, lot#: 536680.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-02852 & 04691/04692).

Event description:
It was reported that patient experienced elevated metal ion levels approximately five years post-implantation.